Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had smoke coming out of the handle. The power was on 3 and the jaws were clean. Customer is trained to clean the jaws and smoke did accumulate in the tunnel as well. No patient effects and they were able to finish the case with the device.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/29/2023. An investigation was conducted on 04/05/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula, btt, c-ring, harvesting device, and jaws. Charred material was also observed between the jaws. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. The jaws were gently with saline solution as instructed in the IFU. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced a normal amount of steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. There was no smoke observed coming from the harvesting handle near the toggle switch. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates" was not confirmed. The lot # 3000291008 history record review was completed. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.